Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that after induction the user was preparing to perform the mr scan when a bang was heard that sounded like something hitting the mr magnet. The planned scan was stopped and the patient was evacuated from the mr room. A draeger service technician evaluated the device and it was found that the ball bearings from one of the writing tray slides had come loose. No patient injury was reported.

Manufacturer narrative:
In line with the investigation the reported case was tried to be reconstructed. As the balls which reportedly were attracted from the mrt are embedded in the slides of the writing tray a mechanical damage of this had to be taken place before the case in question. During analysis it could be determined that damage of these components is only possible by the use of extreme force. The slides are approved for 25kg and the writing tray is labeled with "max 10kg". Tests showed that a quadruple load could be applied without destroying the system. Therefore it can be assumed that rough handling using strong force has led to the destruction of the slides of the writing tray and to the release of the balls. The attraction of the balls has been investigated with a 3t scanner which has the maximum allowed magnetic field for the fabius MRI and a very good magnetic shielding causing a high gradient and a strong attraction. Even under these conditions it was found that the balls were not sucked into the bore but dropped onto the floor and could roll to the scanner sticking to it from the outside. As the balls have a size of less than 5 mm and a weight of less than 0,5 g they do not pose a risk to the patient or the operator due to the little mass and the fact that they would not move to the center of the bore but to the rim immediately. As no further similar reported case is known it was assessed to be a single event.